Event description:
It has been reported to philips that the machine was not booting. The device was not in clinical use at the time of the event. There was no reported patient or user harm. The field service engineer (fse) replaced digitally controlled power supply (dcps) and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Review of the log file didn't confirm the reported malfunction. The fse checked and found issue with power supplies. The fse replaced the dcps (direct current power supplies) assembly to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.